Manufacturer narrative:
The unit was received with operating currents within specifications. The unit passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the replace battery now and power loss alarms were triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. The unit was received with cracked keypad overlay at select button. The unit was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was getting a replace battery alarm. The customer's blood glucose level was unknown. They did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of the replace battery now without a low battery alert. The device was returned for analysis.